Event description:
It was reported that the patient experienced itching and a rash at their implantable neurostimulator (ins). It was then determined that the patient was allergic to the vicryl suture which had caused the patient itching and rash. Follow up information reported that the patient was revised using monofilament suture. The patient was reported as doing fine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).